Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "capsular contracture grade IV", "lot of pain", "insecure with allergan recall implants", cyst. Patient reported "leukocytes are slightly below the reference value" which is not related to the device. Patient representative reported "capsule with pronounced mural fibrosis running with hypotrophy of adjacent striated muscle bundles. Internal surface with synovial metaplasia, foci of lymphoplasmacytic infiltrate and foreign-body-type giant cells", "capsular contracture grade IV in the right breast, with fluid accumulation", "patient¿s movements are limited after the surgery. Recovery takes around 03 months. Patient can only sleep on her stomach. If turns on the side, the breasts hurt a lot. Patient is sad, discouraged, depressed and afraid of the future". The device has been explanted. Treatment: total capsulectomy and device explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported for right side "capsular contracture grade IV", "lot of pain", "insecure with allergan recall implants". The device remains implanted.